Event description:
It was reported by the rep the device was used in a pneumonectomy. It was reported on the 1st firing, which was along the pulmonary artery, when the surgeon opened the device there was a vast amount of bleeding. The surgeon assumed there were no staples. Cell saver blood was given.